Manufacturer narrative:
The accounts engineer isolated the issue to the hydraulic manifold. He replaced the hydraulic manifold to repair the bed.

Event description:
The accounts engineer stated the bed had no hydraulic functions and would not work manually either.